Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that cflex pron face mask hd mod had headrest unstable. There was no patient/user injury, medical intervention, symptom, or adverse event reported.